Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") in an adult female patient who had essure (batch no. 869483-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and type 2 diabetes mellitus. Concomitant products included buspirone from 2013 to 2017, citalopram hydrobromide (celexa) from 2014 to 2017 and metformin since 2012. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery ((B)(6) 2014:laparoscopic removal of the right essure device). At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-jan-2014: perforation (fallopian tube) 14-jan-2014:hysterosalpingogram: a scout view of the pelvis was obtained which reveals bilateral essure devices present. Hysterosalpingogram was performed. Contrast was administered in a retrograde fashion. There is an air buble present within the uterus otherwise the uterus contour is smooth.the left essure device is in good proximity to the os, however the essure device appears to be slightly lately positioned and is approximately 9mm from the cervical os.no free spillage of contrast seen. There is slight lateral placement of the right essure device in relation to the os. The left essure device is in good positioning. No free spillage is seen within the pelvis. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") in a female patient who had essure (batch no. 869483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and type 2 diabetes mellitus. Concomitant products included buspirone from 2013 to 2017, citalopram hydrobromide (celexa) from 2014 to 2017 and metformin since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery ((B)(6) 2014:laparoscopic removal of the right essure device). At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: perforation (fallopian tube). (B)(6) 2014:hysterosalpingogram: a scout view of the pelvis was obtained which reveals bilateral essure devices present. Hysterosalpingogram was performed. Contrast was administered in a retrograde fashion. There is an air buble present within the uterus otherwise the uterus contour is smooth. The left essure device is in good proximity to the os, however the essure device appears to be slightly lately positioned and is approximately 9mm from the cervical os. No free spillage of contrast seen. There is slight lateral placement of the right essure device in relation to the os. The left essure device is in good positioning. No free spillage is seen within the pelvis. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events lower abdominal pain was added. New reporters and reporter information added. Plaintiff demography added. Product indication added. Implanted and explanted date updated. Event perforation nos was updated to fallopian tube perforation. Lot number & lab data added. Concomitant & historical conditions dugs are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.